Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that during a total hip arthroplasty surgery for osteoarthritis of the hip, it was observed that the chuck with key device became damaged. According to the reporter, the broken fragment did not enter the patient's body and was located. It was reported that the surgery was completed with another similar device. During service and evaluation, it was determined that the device failed visual inspection due to the missing pin in the tool coupling pin and damaged connector. It was further determined that the device failed pretest for general condition. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.